Manufacturer narrative:
The 2.6f vascu-PICC was returned for evaluation. A visual examination of the device indicated the lumen was trimmed at the 16cm mark. Functional testing was performed using a 10ccm syringe and water. Both lumens were flushed without difficulty and no leaks were noted, even with the distal end of the lumen clamed. The reported failure could not be duplicated or confirmed. No device failure was found. We are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Moisture was noted under the dressing six days after insertion. Dressing was changed. Moisture re-accumulated, and PICC was removed.